Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the cement used on stent put into tibia did not adhere to knee replacement, causing knee to wobble, hitting nerves causing extreme pain and both knees to be replaced again.